Event description:
The physician reported that a patient registered high impedance and that the output current was low. As a result, the physician programmed the device stimulations to 0.0ma due to problems. As the output current was noted as low, ohms law was evaluated to confirm whether or not the low output was expected with the given impedance value. The device was programmed to 2.5ma and was unable to deliver the intended current (output status: low). A generator at nominal performance would be expected to deliver a minimum of 2.15ma. The minimum output current that the device is expected to deliver after accounting for normal variations in impedance accuracy and output voltage is 1.635ma. Since the device is programmed to an output current value greater than the minimum output current that the device is expected to deliver , no device malfunction is present and the generator is operating as expected. Therefore, the low output current is expected given the high impedance value. No known surgical intervention has occurred to date. No other relevant information has been received to date.